Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose level was 279mg/dl at the time of the incident. The patient's current blood glucose was 455mg/dl. The customer reported that she tested blood glucose a few minutes ago, and it didn't transfer to the pump. The customer reported that they replaced the battery last night and blood glucose was sent but then tested twice today and it wouldn't come on. The customer was assisted with deleting the pump from meter and relinking devices. The customer tested blood glucose and blood glucose was sent to the pump. The customer is bolusing with the pump to treat the high blood glucose. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.